Event description:
It was reported that there were sensing issues with the lead, sensing was reported to be low, and there was a possible lead fracture. The pace/sense portion of the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.